Event description:
Reportedly on (B)(6) 2011, the physician observed a warning message stating that the device was re-initialized on (B)(6) 2010. The physician wants to know the root cause of the reset.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.